Event description:
Report received of an overdelivery. The customer indicated that the event was the result of an operator error in programming the drug concentration. In 2003 at 2000, the pump was programmed to deliver dilaudid 0.6mg/ml instead of the intended concentration of 1mg/ml in the pca only mode with a pca dose of 0.6mg, a pt lockout of 8 minutes, and an unspecified 4-hr limit. The next day at 1930, the amount delivered was noted as 15.6mg from the 30mg syringe (at the programmed concentration of 0.6mg, with the 1mg/ml vial, the actual delivered amount was 26mg). At 1945, the pump reportedly alarmed for an empty syringe. At 1950, the syringe was changed and therapy was resumed using the same settings. One day later at 1000, the amount delivered was noted as 17.3mg (28.8mg) from the 30mg syringe, but the pump alarmed for an empty syringe. The pump was removed from clinical service. There were no reported adverse pt effects. Though requested, no add'l info was available.